Event description:
The customer contacted ortho clinical diagnostics to report a false negative reaction for the k, e, a1, jkb, leb, and m antigens with vss167 0.8% surgiscreen for gel in 2008. Eleven units of packed cells were made available to transfuse. Another sample was drawn 5 days later, and tested with the same lot of screening cells, vss167 with the same results. Two units of packed cells were made available to transfuse. About 4 days later, the pt returned, the pt sample had elevated bilirubin and was iceteric. Testing was performed with lot vss172; the antibody screen was positive. No discrepancies were reported with qc testing. Pt experienced a delayed hemolytic reaction as manifested by elevated bilirubin and icterus. Ocd's medical director has classified this event as a serious injury.